Manufacturer narrative:
(B)(4).

Event description:
A receiver (serial number and lot number is unknown) was returned for evaluation. A visual inspection was performed and the universal serial bus (usb) connector was observed to be disconnected from the printed circuit board and has damaged pins. Due to the condition of the device, the reported event of a firmware error could not be confirmed. A root cause could not be determined. It is unknown if the product returned is the product at fault.

Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that the receiver displayed a firmware error on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported.